Manufacturer narrative:
(B)(4). The device evaluation confirmed the reported condition, though no cause could be determined with the information provided. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed with no issues noted during the manufacturing process. A request for the return of the device has been made. A follow-up report will be submitted if any additional relevant information becomes available.

Manufacturer narrative:
(B)(4). Evaluation summary:the device was received for evaluation. Visual inspection revealed no abnormalities that could have caused the reported condition. Functional testing identified a leak near the check valve. Leak testing determined that the leak was located between the clear halves of the check valve housing. The initial evaluation confirmed the reported condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink continu-flo set leaked at the back check valve during infusion, resulting in unspecified solution leaking onto the floor instead of into the patient. There were no visible irregularities noted and all luers were checked to ensure secure connections. The source of the leak was unknown. There was patient involvement; however, there was no patient injury or medical intervention as a result of the reported condition. No additional information is available.